Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ii us mr 3.00 x 24mm stent delivery system was returned for analysis. A visual examination of the crimped stent revealed proximal damage. The first most proximal strut was lifted and pulled distally. The remainder of the stent was undamaged. The crimped stent od(outer diameter) of the undamaged section was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and slight damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-aug-2017. A 3.00 x 24 synergy stent was unable to cross the lesion. However, returned device analysis revealed stent damage.